Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. Cultures were taken and the organism was identified as (B)(6). Antibiotic treatment was required. During the explant procedure, the right ventricular (rv) lead was partially removed and the remaining portion was capped and remains in the patient. The ICD system will not be replaced in the future. No further patient complications have been reported as a result of this event.